Event description:
It was reported the patient experienced worsening jaw pain and pain in bilateral ears that shoots into the neck as well as severe left sided headaches. An x-ray was done which showed the catheter was coiled in the pump pocket. The patient underwent surgical revision of the dislodged catheter. The distal portion of the catheter was replaced. The patient recovered without sequela. The drugs used in the pump are hydromorphone 10mg/ml, clonidine 200 mcg/ml, compounded baclofen 500 mcg/ml, and droperidol 400 mcg/ml delivered at 8.13 mg/day.